Event description:
The following article was reviewed: squizzato, f., antonello, m., modena, m., forcella, e., colacchio, e.c., grego, f. And piazza, m., 2024. Fate of primary determinate and indeterminate target vessel endoleaks after fenestrated-branched endovascular aortic repair. Journal of vascular surgery, 79(2), pp.207-216. Https://doi.org/10.1016/j.jvs.2023.09.036. Doi: 10.1016/j.jvs.2023.09.036. Summary: this study was a single-center retrospective study (2014-2023) on f-bevar for thoracoabdominal (taaas) or pararenal aortic aneurysms (praas). The goal was to investigate the outcomes of primary determinate and indeterminate target vessel endoleaks (tvels) after fenestrated-branched endovascular aortic repair (f-bevar). (B)(4) predominantly male patients with an average age of 72 were included in the research, with a total of (B)(4) target arteries incorporated through a fenestration or directional branch. Endoleaks were classified as ¿primary¿ if present at the first postoperative cta, ¿secondary¿ if development of a new endoleak was detected after the original procedure and the first follow-up cta had demonstrated absence of an endoleak. Tvels were defined as those arising from fenestration/branches, interattachment between main endografts and bridging stents, bridging stents defect, or inadequate sealing on the target vessel. Gore vbx and viabahn were documented as ¿main bridging stents¿ in some of the patients as bridging stents for the fenestrations (vbx) and for the bridging of directional branches (vbx and viabahn). Imaging follow-up consisted of a cta within 30 days and at 6 months, 12 months, and annually thereafter. After fenestrated-branched endovascular repair, a primary target vessel endoleak (tvel) was detected in (B)(4) of patients, in which the source of the leak was not identifiable in (B)(4) (indeterminate endoleak). Most tvels spontaneously resolved. Spontaneous resolution of primary tvels occurred in (B)(4) patients. Estimated rate of spontaneous resolution at 48 months was (B)(4). (B)(4) patients were reported to experience a primary tvel when vbx was their main bridging stent for fenestrations. When used as a main bridging stent for directional branches, 3 (vbx) and 3 (viabahn) experienced primary tvels. During a 48-month follow-up, an endoleak-related reintervention was performed in 24 target vessels in (B)(4) patients, (B)(4) for a primary tvel and (B)(4) for a secondary tvel. There were no reintervention-related deaths. Four patients required multiple secondary procedures owing to failure of reintervention; all of them had a complex endoleak (cel), which was indeterminate in (B)(4).

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension. Emdr codes updated to reflect results of investigation.

Manufacturer narrative:
Literature article attached. Squizzato, f., antonello, m., modena, m., forcella, e., colacchio, e.c., grego, f. And piazza, m., 2024. Fate of primary determinate and indeterminate target vessel endoleaks after fenestrated-branched endovascular aortic repair. Journal of vascular surgery, 79(2), pp.207-216. Https://doi.org/10.1016/j.jvs.2023.09.036. Doi: 10.1016/j.jvs.2023.09.036..